Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue.

Event description:
The patient reports undergoing cataract surgery with implantation of the crystalens in the left eye. Several days postoperatively, the patient reports experiencing severe glare, halos, and starbursts at night. The patient also reports being dissatisfied with his uncorrected vision postoperatively. Preoperatively, the patient reports having a refraction of +6.25 - 1.25, which changed to -1.00 sph postoperatively. Additional information was requested from the surgeon, who reports that the patient developed posterior capsule opacification (pco), which was treated with two yag capsulotomies. The patient's current postoperative bcva is 20/20 with mr -1.00 sph. In the surgeon's opinion, the patient's complaint of severe glare/halos is secondary to the yag capsulotomy opening, which is less than 5mm.